Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no issue. A technical support specialist logged into the server, verified the pes for both patient identifications, and confirmed that the statuses were correct. The specialist also validated the patient cast query and confirmed successful database updates. The customer later confirmed that the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, two patients had disappeared from the machine and user was only able to pull up medications by adding a temporary patient. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.